Manufacturer narrative:
Device evaluation update: upon further investigation, it was determined that the device also failed pretest for check power with test bench, minimum 30 to 80 watt. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The reporter's full name was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary scope surgical procedure, it was observed that the motor on the air pen drive device kept running once the handle was let go while the bone was being cut. There were no delays to the surgical procedure as a spare device was available to complete the surgery. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the motor seized, jammed and was moving heavily. It was determined that the motor was defective and leaky. It was further determined that the device failed pretest for check valve-control in ¿hand¿ position with hand switch, check external leak tightness, check internal leak tightness and check the switching ring. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly